Event description:
Tip of electrohydraulic probe broke off inside bladder during electrohydraulic lithotripsy of bladder stone. Surgeon irrigated pieces out with bladder stone fragments. All pieces recovered.